Event description:
(B)(6) states, the dealer replaced the motors and there is a noticeable delay from when he stops the chair and the brakes stop. Per the dealer when the patient is on a ramp it will allow the customer to roll back 5 or 6 inches. The dealer is going to try a new joystick to see if there is inductive damage and if the problem persists he will contact us back.